Manufacturer narrative:
The implant coil was returned stuck inside the catheter without the pusher assembly. The evaluation could not determine the cause of the event; however, the implant coil was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. The concerto IFU (instructions for use) includes a warning that states, &quot;if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.(B)(4).

Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the concerto coil became stuck in the fastracker microcatheter as it was being advanced to the intended location. The coil could not be pushed or pulled at this point. Upon attempts to pull the coil back, the implant coil prematurely detached within the microcatheter. The detached implant coil and microcatheter were removed from the patient and another one was used to complete the procedure. No patient injury was reported as a result of the procedure.